Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the patient had a wagner sl stem implanted in 1995 and underwent revision surgery on (B)(6) 2016 due to stem fracture. It is also reported that the stem fracture occurred after proximal bone loss. Review of received data: a slice from a tomographic scan was received for investigation. On this slice, the breakage of the stem can be observed. One x-ray is also available. The x-ray shows the patient's left hip, with a total hip replacement. The x-ray shows the stem breakage in the proximal region of the femur. It can also be observed that the patient had three cerclages implanted around the femur. Some radiolucent areas are visible in the proximal aspects of the femur, pointing to proximal bone osteolysis. Four intraoperative pictures of the explants were also received. It can be seen that the breakage of the stem occurred on the distal portion of the femur and that a ceramic head was used in combination with the wagner stem. The reference and lot number of the stem are also visible on one picture. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. It was mentioned that it was discarded by the hospital. Root cause analysis and conclusion summary: it was reported that the patient had a wagner sl stem implanted in 1995 and underwent revision surgery on (B)(6) 2016 due to stem fracture. It was also reported that the stem fracture occurred after proximal bone loss. The implant fractured after more than 20 years in-vivo. From the available information and documentation it can be observed that the patient was experiencing bone loss in the proximal aspects of the femur. Without sufficient bone support, the load experienced by the implants is increased and can potentially lead to implant failure. The reasons for bone loss are unknown and without x-ray follow-up in vivo bone changes over time cannot be assessed. The explanted implants were not received; therefore the condition of the component(s) is unknown. Based on the given information and the results of the investigation, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer received x-rays, photos and CT scan to review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information was requested on january 12, 2017. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Ref#(B)(4), alloclassic sl stem ) are marketed in USA, and therefore this report was filed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a sl revision stem 16/26 5 12/14 on the left side on (B)(6) 1995. The patient was revised on (B)(6) 2016 due to stem fracture. The stem was revised after 20 years insitu. It was stated that the stem fracture occurred after proximal bone loss. Stem very well fixed distally on CT. Note: as the exact date of implantation was not provided, the last day of december was taken as the implantation date.